Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr broke off and remained on the wire, requiring intervention for removal. The 95% stenosed target lesion was located in the moderately tortuous and heavy calcified anterior tibial artery. A 2.00mm peripheral rotalink plus and rotawire was selected for use. During the procedure, the device was introduced over the wire and imbedded into heavy calcium. While spinning, the physician pushed the burr slightly, however, the burr broke off and remained on the wire. The detached portion of the device was removed using a bern catheter. The wire and catheter were slowly removed through the groin sheath along with the burr. There were no patient complications reported.